Event description:
Additional information received from the consumer reported that they called the health care professional (hcp) office and told them that she could not urinate. They told the patient to go to the office. She fell twice and had been in pain ever since. One fall occurred on (B)(6) 2015 and the other on (B)(6) 2015. The implantable neurostimulator (ins) was on the right side and she fell on the left side. The patient called the hcp office about 3 weeks prior to (B)(6) 2015 to set up an appointment. They were going to set up an appointment with a manufacturer representative (rep) to check the implant. She could not see the hcp until (B)(6) 2015 and they told the patient to go to the hospital, do an x-ray, and bring it to their hcp.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v350474, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had their battery replaced and it was placed in a different spot and it was causing them quite a bit of pain. It was later reported that the patient had been having a problem for several months in the last year. The patient stated that two different doctors went and lowered the patient¿s battery because their skin was rubbing over the battery. The patient noted that it didn¿t work either time and they were really in pain. The patient¿s second surgery was about three months prior to report. The patient didn¿t have any problems the day after that surgery but the third day they woke up and couldn¿t urinate. The patient stated their therapy had been ¿misbehaving for quite some time.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.